Manufacturer narrative:
Corrections and or additional information has been added to the following sections: a1, d1, d4, d5, h6, h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 11-dec-2021 to 11- dec-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer failed because of bad module control board. The field service engineer shut down the station and replaced the drawer module control board for half height cubie drawer 3. Locked back panel and powered station back on. Performed functional testing in hardware test application and medstation application was working well. The system functioned as intended after being assessed by the field service engineer.

Event description:
It was reported by the customer that a pyxis medstation es system drawer repeatedly fails, affecting emergency care. The customer added that users were able to recover the drawer, allowing access to required medication but requested for a field service technician to investigate the issue as it nearly caused patient harm. No other information was released regarding this event. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the drawer 3 module controller board caused the malfunction and required replacement. A field service engineer replaced the controller board to resolve. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis medstation es system drawer repeatedly fails, affecting emergency care. The customer added that users were able to recover the drawer, allowing access to required medication but requested for a field service technician to investigate the issue as it nearly caused patient harm. No other information was released regarding this event. There were no adverse events or injuries reported based on this event.